Event description:
It was reported that a patient had a left total knee arthroplasty. Subsequently, two years later, the patient twisted the left knee and began to experience swelling and severe pain. Radiographic imaging demonstrated osteolysis, bone loss, subsidence, tibial loosening with varus collapse. Approximately 4 months later, the patient underwent a revision where all implants were removed and a persona revision system was implanted without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Unknown - unknown tibial component - unknown, unknown - unknown articular surface - unknown. Suggested component code: mechanical ((B)(4)) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: severe pain when twisting, using stairs, or lifting objects, osteolysis, bone loss, subsidence, tibial loosening and collapse of the tibial component, swelling, large effusion. The complaint was confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00982, 0001822565-2023-00983.